Event description:
The string came off tampon remained inside me [foreign body in reproductive tract] the string came off [device breakage]. Case narrative: consumer reported via phone that while wiping during restroom use, the string came off the tampon. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.